Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, a dehp free solution administration set with 3 way stopcock was impossible to disconnect at the end of the administration. Reportedly, the set was removed with a gripper. A patient was involved. There is no clinical consequences reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation purposes. The sample was visually inspected and the reported condition of "difficult to remove" could not be confirmed as the luer was damaged when the customer used a gripper to remove it. A batch review was performed on the reported lot with no deviations found. The issue of difficult to disconnect the luer has been reported before, and following the last visit performed for the france market, it was concluded that this issue was due to the lack of knowledge in using the rotary luer lock. As a corrective action baxter has issued a leaflet detailing the functionality of the baxter rotating luer lock together with a schematic showing the rotary luer lock design change and activation.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.